Event description:
During a cranioplasty procedure on (B)(6) 2013, reportedly two (2) rapid resorbable cortex screw broke off at the head. It was also reported the surgeon had issues with the insertion holes stripping out while inserting the screws. All fragments were retrieved, but are not available for return. The screw shafts were left in the patients bone and will be absorbed as the screws are resorbable. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The shaft of the screw remains implanted on (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.corrected data:device was reported as an implant, but it was a fragment that was left in patient body which is reabsorbable.

Event description:
This is report 2 of 2 for complaint (B)(4).